Manufacturer narrative:
Suspected device evaluated by (B)(4) and calculated that the meter operated within specifications. The returned strips were tested with our standard solution, and the readings were all within the range. Check the returned meter, the standby current test was 1.0ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function were all ok. Tested the suspected meter with in house control solution and retain strips (same strip lot number as patient's returned strip, lot# d160219-1). The control solution tests for level low were 66/68 mg/dl, for level high were 264/258 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Tested patient's returned strips (strip lot number:d160219-1). The control solution tests for level low were 63/65 mg/dl; for level high were 261/271 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2016-00119 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from (B)(4) diabetes care on 12/27//2016 and an investigation results of the suspect devices were completed by (B)(4).

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on (B)(6) 2016. The strip lot #d160219-1 was manufactured on 02/19/2016 and expired in 02/2018. Okb tested the retain strips (strip lot number:d160219-1). The control solution tests for level low were 66/68 mg/dl; for level high were 264/258 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 10:00pm after the end user was found lethargic and the prodigy meter gave a result of 141 mg/dl and the caregiver felt the result was inaccurate. The caregiver noticed that the end user was coherent and lethargic and called the paramedics. The paramedics performed a blood glucose test with their meter and the result was 39 mg/dl. The paramedics administered an IV of glucagon and transported the end user to the ER. Upon arrival to the ER the end users blood glucose was 128 mg/dl. No further treatments or test were initiated at the ER. Upon discharge the end users blood glucose was 132 mg/dl and was instructed to monitor his blood sugar. No further information was provided.